Manufacturer narrative:
The customer contacted the customer care solutions center for remote support at which time field service engineer (fse) went onsite to evaluate the device. Log files were collected and reviewed and further data was requested from the fse at which point it was determined that the data described to be missed was found within the database by the fse accessing the discharge list. The customer had taken several different actions to update demographic data and to discharge and then lost sight of where the patient's retrospective resided and how to access it. The fse assisted the customer in finding the requested data and found the system otherwise performing to specification. The device remains in use. No malfunction occurred. The customer had a patient expire and then wanted to review patient records but was unable to find stored retrospective data within the information center system. The data was found by the fse by accessing the discharged patient list.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer indicated that they attempted to access retrospective/stored patient data from the information center via trends and alarm review and were not able to find important information to document in a patient record. It was then indicated that a patient death had occurred and the customer has alleged that the product was a contributing factor though there was no allegation of any delay in therapy or care.